Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 168448: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 02/23/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: liner: mectacer 01.29.414 ceramic liner ø 36 / f (not marketed in us), lot 157799: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 , (k112115) lot 177707: (B)(4) items manufactured and released on 17 april 2017. Expiration date: 2023-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two months and a half after primary, while the patient was tying the shoe, the hip dislocated (liner/head from cup). The hip was reducted but then dislocated a second time, so the surgeon revised the implant. The surgeon was advised by another orthopedic surgeon who he works with regularly to use a more constrained option for the cup; the second surgeon assisted him during the revision surgery and opted to used zimmer cup (which is what he was used to using).